Event description:
Customer complaint - limited data available. Customer attempted 10 occasions to get an accurate reading on the device. The first two readings worked but all 8 other attempts resulted in an immediate er4 error code.

Event description:
Customer complaint - limited data available . I did change the cr 2032 batteries to see if they would make a difference. Since the battery replacement, I have attempted on 10 occasions to get a meter reading on the care touch glucose monitor. Out of 10 attempts, I was able to get one monitor reading on the first try, and one monitor reading using a second test strip. All the 8 other attempts resulted in an immediate er4 error code when there was sufficient blood for testing.